Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp) as it was indicated that the artificial erection was insufficient and the pump would not refill. After thorough visual and palpating evaluation, it was decided that a replacement surgery was the best option for the patient. A surgical procedure was performed in which the existing device was removed and a new ipp was implanted. Upon explant, fluid loss from an unknown source was identified. The patient did not experience complications and was expected to fully recover following the intervention.